Event description:
It was reported that while using the surgical fiber during a prostate procedure, the patient received, a "vesical/urothelium burn at the base of the bladder, in the direction of the beam." It appears the patient was catheterized for 5 days and monitored for no complications. No further information was reported. Event description translated from french.